Manufacturer narrative:
The customer¿s report of a programming issue was confirmed. Analysis of the pcu event log shows that at 4:32 pm on (B)(6) 2017 the pca module was programmed to infuse a pca dose only infusion of morphine .standard 30mg in 30ml. The concentration was 1mg/ml and each pca dose delivered 1ml. The infusion ran until 12:49 am on (B)(6) 2017 when the device was channeled off. There were 28 delivered pca requests for a total of 28ml and there were 7 requests not delivered due to the lockout interval. The root cause of the reported event was identified as user programming. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that after scanning the medication into the electronic health record, morphine pca 150 mg/30 ml was programmed to infuse 1 mg pca dose, 6 minute lockout, 0 mg basal, 20 mg per 4 hour max limit. The pca was started around 4:45 pm on (B)(6) 17 and was empty around 12:45 am (B)(6) 2017. The customer suspects that 30mg/30ml was selected in the pump. It was reported that there was no patient harm; narcan was administered at the insistence of the patient's father although the medical staff felt it was unnecessary.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that after scanning the medication into the electronic health record, morphine pca 150 mg/30 ml was programmed to infuse 1 mg pca dose, 6 minute lockout, 0 mg basal, 20 mg per 4 hour max limit. The pca was started around 4:45 pm on (B)(6) 2017 and was empty around 12:45 am (B)(6) 2017. The customer suspects that 30mg/30ml was selected in the pump. It was reported that there was no patient harm; narcan was administered at the insistence of the patient's father although the medical staff felt it was unnecessary.